Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 54 mg/dl. Customer treated blood glucose with food and glucose tablets. Customer stated that drive support cap appears normal and insulin was dripping from end of set before connecting at their site. Insulin pump will not be returned for analysis.